Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("excessive pain during menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, abdominal pain, back pain, adverse event, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain and menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: reporter information was updated. New events "pelvic pain and menorrhagia (heavy menstrual bleeding) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("excessive pain during menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea and dyspareunia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.